Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: district manager. PMA/510(k): k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: under fluoroscopy, the user misread the venogram and placed the filter in the accessory vein branching off of the ivc. The filter was left in place. The physician does not feel comfortable performing a second ivc filter placement and is sending the patient to a different hospital. Patient outcome. Filter is in the patient, but not in intended location. Additional filter placement on unknown date at unknown hosp. Will be performed.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: it was reported that under fluoroscopy the physician misread the venogram and placed the filter in incorrect position. The filter was left in place. The physician does not feel comfortable performing an additional procedure and is sending the patient to a different hospital. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. The device was not returned for evaluation and no images were provided for the investigation. Based on the provided information the incorrect placement of the filter was likely caused by the misreading of the venogram. It is unknown if the filter is in a position that could potentially cause damage to the patient but if so, the filter should be removed instead of being left in place. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: filter malpositioning cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.